Manufacturer narrative:
Product evaluation: no injector (unspecified product) was returned for evaluation for the report of a scratched intraocular lens, resulting in the lens being explanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the injector scratched the iol. The iol was removed.